Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Dealer states the right side crossbrace broke at a weld. Dealer states when the crossbrace broke, it ruined the seat upholstery and now the seat upholstery needs replaced. No injury reported.